Event description:
On (B)(6) 2011, company rep reported pt's husband reported she was having issues with one of the buttons on the infusion device. On call back on (B)(6) 2011, pt's husband stated the top arrow button on the pt's infusion device responds intermittently. Husband reported pt has been having this issue for the past few weeks. Husband stated the pt realized this issue while she was attempting to bolus. Husband reported the button pops back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.